Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient worked with their representative and their controller number needed to be readjusted. The patient found it wasn't turning off. The issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that for the past couple weeks their stimulation keeps kicking off multiple times a day. Caller stated that they can feel when the stimulation turns off because their lower back hurts and up where the leads go up beside their spine starts hurting. Caller added that they have tried resetting the controller battery, but that didn't make a difference. Agent had caller walk through checking the stimulation. Caller used the white button on the top of the controller to turn the controller on and tapped stimulation on. Caller noted when they do that, they feel the stimulation turn on. Caller was in group a with program 1 set at 6.2. Agent reviewed reasons stimulation would turn off. Agent advised patient to keep a diary of when they feel stimulation turn off and follow up with their healthcare provider (hcp) to have the implant interrogated.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.